Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 2.5 failed to close after the medication refills. Additionally, it was stated that the nurses were unable to retrieve the drawer for the required medications. This incident resulted in a delay to patient care and confirmed there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main mini drawer 2.5 failed due to the faulty single wide control unit on the drawer. A field service engineer replaced the single wide control unit to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.